Manufacturer narrative:
The stellar device was returned to resmed for an investigation. The investigation determined there was no fault found with the returned device. The device was performing to specifications. Resmed¿s risk associated with use of the device remains acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that on (B)(6) 2025, the oxygen saturation of a patient using a stellar 150 device dropped to 88¿89%, prompting an emergency visit to a hospital where oxygen was administered via an oxygen mask, improving the oxygen saturation to 95%. On (B)(6) 2025 inspection of the device identified no abnormalities. The patient¿s oxygen saturation decreased when placed on the device, prompting reattachment of the oxygen mask. On (B)(6) 2025 the patient developed respiratory distress, was transported to a hospital, and expired.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation can be performed. The device has not been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. Resmed reference#: (B)(4).